Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. The reported events of failure to capture, r-wave amp variation and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray inspection found the inner coil over torqued in the connector region consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fracture or internal shorts. The cause of the reported event of a helix mechanism issue was isolated to the inner coil over torqued in the connector region and the helix being clogged with blood/tissue.

Event description:
It was reported, that patient presented in clinic for routine follow-up. Upon interrogation, it was found, that patient's right ventricular (rv) lead exhibited loss of capture, r wave amplitude variation and low pacing impedance. It was further noted, from x-ray, that the lead was dislodged. During lead revision procedure, helix rotation anomaly was noted. The lead was explanted and replaced. There were no patient consequences.